Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. It was later provided the device was disinfected before it was send in for repair. No further information was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be detected and prevented by following the instructions for use (IFU) section: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope experienced the lever not working properly. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was insufficient or incorrect reprocessing of the scope, where foreign material could not be removed even if the correct reprocessing was performed due to buckling of each channel or nozzle/the gap on the insertion section or the boot, the light guide lens had foreign material inside, and the air/water cylinder and hose has foreign objects. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
During the device evaluation, the following was found: there was insufficient or incorrect reprocessing of the scope, caused by foreign material that could not be removed even if the correct reprocess was performed, due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. Under the light guide lens foreign material was found, and the air water cylinder and air/water hose had foreign objects. The foreign material could not be removed. Additionally, further inspection findings are as follows: the grip had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The switch box had a scratch. The forceps channel port had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The scope connector cover had a scratch. The scope connector case unit had a scratch. The electrical contact of the endoscope connector had a scratch. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The distal end had corrosion. The light guide bundle had broken. The light guide lens had a crack. The connecting tube had a scratch. The adhesive around the objective lens had been worn. There was corrosion around the lever arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.